Event description:
The customer stated vrtx error 0002 in task 40 occurred on the axsys analyzer while running an amphetamine assay. The customer was faxed the prod correction letter alerting customers not to alter the cutoff parameters for the amphetamine assay. The customer cycled power to restore the analyzer and will adjust laboratory info sys to interpret the cutoff values of amphetamines. No impact to pt management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.